Manufacturer narrative:
(B)(4). Eval summary: the analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was received with 22 staples present in the pockets and with the washer uncut. This is consistent with partially activating the firing trigger. As a result of partial firing the device, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for add'l info. In addition, the reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the cartridge was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties, and it opened and closed as intended. It should be noted that if the cartridge is removed from the device, whether the cartridge is spent or not, and if the staple retainer has already been removed from the cartridge, the cartridge cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, contour stapler did not perform well (got stuck on tissue) probably due to the fact of too thick tissue. Another device was used to complete the procedure. There were no adverse consequences for the pt.